Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event on (B)(6) 2023 where sometimes it was hard for patient to keep the tubing from tying itself in a knot overnight. The reservoir will occasionally leak out the back into the pump. No further information was available.